Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).

Event description:
It was reported that during an afib procedure, during the mapping phase (no rf had been applied) the anesthesiologist noted that patient's blood pressure was low. The physician utilized an acunav catheter to determine that a large pericardial effusion had occurred. The pericardial effusion was confirmed via trans-thoracic echo as well. Cardiothoracic surgery team was notified and a pericardiocentesis was performed. The causality of this event was stated to be procedure related, resulted from puncturing the appendage.

Manufacturer narrative:
Concomitant products used during the procedure: carto xp system: model #: m-4700-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). Lasso sas catheter: model #:d-1312-02-s, lot #.: 15390736l. Siemens acunav catheter catheter: model #: m-5723-01, lot #.:0712an012650. A non-bwi sheath (long agilis steerable sheath) was also used during this procedure. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).